Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had a loop leak alarm. The alarm disappeared after pressing the start button again, with no patient injury.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) hospital) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (investigation findings, investigation conclusion, investigation type), h11. It was reported that during use the cs100 intra-aortic balloon pump (iabp) had a loop leak alarm. There was no patient injury or harm reported. A getinge field service engineer evaluated the unit for the reported condition. During evaluation, a leak was identified in the drive valve assembly, which was determined to be the source of the loop leak alarm. Replacement of the affected spare parts was recommended to correct the issue. The customer was informed that the equipment is currently not suitable for clinical use and can only be returned to service after repair and confirmation that it meets operational requirements. The customer had not approved the repair, and therefore corrective actions were not performed. No parts were replaced, and the equipment remains out of service.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9 h3, h6 (investigation type).

Event description:
N/a.